Manufacturer narrative:
(B)(4). A follow up will be submitted once the investigation is complete.

Event description:
The customer reported intermittently won't power on and gives a solid red x with a chirping sound. There was no reported pt involvement.